Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the incoming hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the hi-pot test. Upon eval, the trunk cable was cut. The cause of the hi-pot test failure is the damaged cable and internal wires. The root cause of the damaged cable and internal wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable. The last pt to use this belt did not report any deficiences.